Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customers blood glucose was 250 mg/dl. Caller successfully resumed insulin therapy.